Event description:
The customer called for help with her contour meter. She alleged that she performed control tests and received a result of 226 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or provide additional product information during the call. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.